Event description:
The customer reported that when customer doing fluoro, whole image is not showing up.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA 04/26/2011.